Event description:
It was reported that during an endoscopic left pneumonectomy procedure, the device was fired on the pulmonary artery, the ascending branch of the pulmonary vein and the descending branch of the pulmonary vein in this order. Reinforcement material was not used. There were no difficulties at all three firings. The doctor determined that the staples were formed properly, so the left lobe was enucleated. As no anomalies were found at x-ray after the operation, the staff started preparing to send the patient to the patient's room. However, the patient lost blood pressure precipitously and breathing stopped temporarily just before carrying the patient out of the operation room. Therefore, the small incision was reopened and expanded additionally. After reopening the chest cavity, major bleeding was found, so suction was performed rapidly. Then, it was found the bleeding occurred from the proximal part of the second staple line (the ascending branch of the pulmonary vein). The bleeding point was clamped with a forceps and additional suture was performed. The amount of suctioned blood was about 2700ml. Blood transfusion was performed, but the amount of the transfusion was unknown. The sales rep checked the operation video and found as follows: it seemed that there were no problems at each firing. However, it was confirmed some staples of the second firing were malformed and some of them were missing when the bleeding was stopped. It was the first time the doctor has used echelon flex although the doctor is used to using echelon (straight shaft). Four hours after the operation, the patient's condition was stable.

Manufacturer narrative:
(B)(4). The analysis found that one (B)(4) device was returned in good visual condition and with (3) fully fired cartridge reloads present. Several formed and unformed staples were found on the anvil knife slot and channel. It should be noted that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. The device was tested for functionality with a test cartridge reload and it achieved a complete 3-stroke fire without any difficulties noted on the articulated firing. The staple line was complete and the staples were noted to have the proper b-formed shape. On the straight firing however there were four malformed staple legs observed in the outside staple line. It should be noted that although one staple leg of four staples were malformed this does not compromised the integrity of the staple line. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Photos were received. Engineering review of the dvd provided the following: "all I can say at this point is that I agree that the staples are malformed."